Manufacturer narrative:
The customer was shipped a replacement purely yours breast pump and ac adapter on 05/16/2016. The purely yours breast pump and ac adapter she has been using for 2 months was returned to ameda, inc. On 06/02/2016 and is currently being evaluated. A supplemental medwatch report will be filed upon completion of investigation.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report using the purely yours breast pump on (B)(6) 2016 when an event occurred. She states suddenly hearing a strange sound from inside the pump like it was being overworked. She then noted gray smoke coming from the back of the pump base. She stopped pumping and since that time, the pump does not function. Customer was using the ac adapter to power the pump.

Manufacturer narrative:
From the evidence examined and reported by (B)(4), component and product failure is believed to have been primarily caused by contaminant ingress into the pump.